Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left lower limb. An angiojet solent omni catheter was selected for use. During the power pulse mode, the machine suddenly stopped working and prompted that the catheter was twisted. After restarting the machine, it operated in thrombectomy mode for approximately 5 seconds. The machine then prompted that the load exceeded calibration. Upon restarting the machine again, the prompt changed to over pressure during capture of the pump ball. The procedure was not completed due to this event. Repeated restarting of the machine caused blood to flow into the blood bag. The blood bag became contaminated, and the hospital provided treatment. Per phone confirmation, the issue was identified as related to the machine and not the catheter. There were no patient complications as a result of this event.